Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite treatment to the upper abdomen on (B)(6) 2021 using the curve 150 (c150) applicator, to the upper abdomen on (B)(6) 2022 using the curve 240 (c240) applicator, and to upper abdomen and mid abdomen on (B)(6) 2022 using the curve 150 (c150) applicator. The patient was presented with paradoxical hyperplasia (ph) to the abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.